Event description:
The customer alleged the device auto-cycled. Prior to the nellcor puritan bennett customer svc engineer call, a third part co also evaluated the device and could not find any malfunction. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. The customer who originally reported the autocycle, has not been able to be contacted to gather further info regarding his report of "auto-cycle." The reported event occurred on 5-oct-97. The report at the facility was not reported until 7-oct-97 after the pt expired. The pt remained on the same device 5-oct-97 through 7-oct-97 with no other issues reported. It is not verified that the device auto-cycled, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.